Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively due to capsule damage. The incision was enlarged. Another lens type was used as a replacement. This event refers to the pt's right eye. Add'l info has been requested. Please reference MDR# 1119279-2014-00029 for the intraocular lens used in this event.